Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that three (3) handpieces did not have phacoemulsification power. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a handpiece was returned for evaluation. The handpiece was manufactured on october 31, 2016. Based on qa assessment, the product met specifications at the time of release. Phaco handpiece was received for evaluation. A visual assessment of the returned sample did not reveal any non-conformity. A full functional test was performed on the phaco handpiece the handpiece primed and tuned on the console successfully. When connected to the ground resistance test box, the handpiece was able to pass. The handpiece was then connected to a dynamic tuning fixture (dtf) for testing on both ultrasound and torsional stroke lengths. The handpiece was found to meet stroke length specifications. The handpiece passed the full functional tests and meets specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).